Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 2 years, 5 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted overnight due to frequent low flow alarms while at home. The low flow alarms resolved within a few seconds, but were happening frequently. All other pump parameters were normal. When the patient was admitted and the lvad system was connected to the power module, pump stoppage occurred. The power module was exchanged and it was reported that the issue resolved. It was reported that after a gastric sleeve procedure, the patient had lost a significant amount of weight in the last few months. Alarms were observed when the patient sat or stood up. The patient complained of dizziness with the alarms, however no loss of consciousness. Hemolysis labs were not remarkable. Echocardiogram was performed; however the results were not provided. It was reported that the patient had extensive issues with the percutaneous lead (driveline), which was covered in rescue tape. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement and replaced approximately 21 inches of the external portion. Additional pump stoppage was reported after the replacement was completed, and the lvad system was placed on an ungrounded power module patient cable. It was reported that the patient was doing well after implementation of the ungrounded cable. No additional information was provided.

Manufacturer narrative:
Although the report of low flow alarms and pump stoppage was confirmed via the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. Evaluation of the submitted log file revealed several pump stoppages and corresponding low speed advisory/hazard events on (B)(6)2017 and (B)(6)2017. All pump stoppage events occurred while at least one of the system controller¿s cables was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6)2017 and the replaced portion of the driveline was returned in a segment measuring approximately 20.5 inches. Segments of the outer silicone jacket and bionate were also returned measuring approximately 17 inches and 4 inches, respectively. Minor metal braided shield breakdown was observed along the entire length of the driveline, with more extensive breakdown observed adjacent to the metal connector and approximately 3 inches, 9.5 inches, and 11 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. The account reported that the patient experienced another pump stop while connected to the power module after the repair. The patient was issued an ungrounded patient cable for use with the power module, and it was reported that the patient would remain on the ungrounded cable indefinitely. The patient was reportedly doing well and remains ongoing on vad-(B)(4). No further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.